Event description:
While servicing the ventilator, the respironics service technician reported the ventilator would randomly restart and alarm. The ventilator was not in use, therefore, there was no patient harm or involvement. The service technician replaced the power supply and power switch as a precautionary measure. Performance verification testing was completed and the ventilator passed per operating specifications.

Manufacturer narrative:
Na